Event description:
During an esophageal dilation, the user intubated the patient with the endoscope. The endoscope was advanced through the strictured area in the esophagus. A cook endoscopy hercules 3 stage esophageal balloon dilator was advanced through the endoscope and the user began inflation of the balloon. Because the balloon would not hold pressure, the balloon was removed. A hole was noted in the balloon. The user also noticed a mucosal tear in the esophagus. The initial reporter alleged that the force of the water leaking from the hole in the balloon material caused the mucosal tear in the esophagus. The patient was transferred to a hospital for x-ray and observation. A foreign object did not have to be retrieved from the patient. The patient underwent two gastrographs to determine if a perforation had occurred. A perforation did not occur. An esophageal dilation was then performed with success. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the balloon material has a small hole. During our evaluation, the balloon was inflated with water using a cork endoscopy quantum inflation device. During inflation of the balloon, the inflation device is used to apply pressure to inflate the balloon. The balloon was inflated to the maximum pressure (6 atm). However, maximum pressure was difficult to maintain because the balloon leaked from a small hole in the balloon material. No portion of the balloon material is missing. The small hole created leakage of the water used to inflate the balloon. The water exited the balloon in a small and steady stream of water. The small stream of water created a gentle spray of water exiting the balloon. The small hole is located near the proximal end of the balloon and is in an area of the balloon that does not perform the dilation. Specifically, the hole in the balloon material is near the balloon to catheter joint and is not located along the widest outer diameter of the balloon, which administers the dilation. The location of the balloon material hole would not be in direct contact with the esophageal wall during dilation. A product discrepancy or anomaly that could have contributed to the alleged tearing of the esophagus was not observed during our laboratory analysis of the product said to be involved. An unused product from the lot number said to be involved was returned by the medical facility. During our evaluation, the balloon was inflated with water using a quantum inflation device. The balloon functioned properly. A discrepancy or anomaly that could have contributed to the alleged tearing of the esophagus was not observed during our laboratory analysis of the unused product from the same lot. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: the information provided by the initial reporter indicated the balloon leaked due to a hole and alleges the leakage of water caused tearing of the esophagus. All of the information provided by the initial reporter, as well as the information collected through our product evaluation and complaint investigation was reviewed with both engineering personnel and clinical personnel. Engineering comments: engineering personnel indicated the pressure in a dilation balloon system is controlled by the pressure provided by an inflation device. If the balloon material has a small hole, the pressure of the fluid in the system is decreasing. At the onset of leakage the pressure immediately begins to drop, therefore, the pressure of the water exiting the balloon is never greater than the pressure in the balloon before the small hole occurred. For example, when a small hole occurs while maintaining a balloon's pressure at 6 atm, the pressure of water exiting the balloon through the small hole is initially 6 atm and then immediately drops. Because the pressure and force of the water are directly related, as the pressure drops so does the force of the water. The information provided by the medical facility indicated the small hole in the balloon was noticed when inflation was started. Based on the information provided and reviewed, the balloon is not likely to have reached full inflation during the attempted inflation. Therefore, the pressure applied upon inflation is estimated to be less than maximum pressure (6 atm). Because a balloon leakage causes the pressure to immediately drop, the pressure and force of the water exiting the balloon is less than the pressure applied at the time inflation began. Clinical comments: clinical personnel indicated tearing of the esophageal layers when dilating a stricture in the esophagus is a common occurrence during a dilation procedure. Tearing of the esophageal layers is often what the clinical looks for to determine if dilation has occurred. If tearing of the esophageal layers is deep enough to penetrate the entire esophagus, perforation can occur. Perforation is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. (Note: the initial reporter confirmed that perforation did not occur in this case.) The information provided indicated the endoscope (long, rigid, tubular-shaped device) was advanced through the esophageal stricture before the balloon was advanced into position inside the esophageal stricture. Advancing the endoscope through the stricture is likely to provide the same effect as using a rigid dilator to dilate a stricture. The information provided by the medical facility indicated the small hole in the balloon was noticed when inflation was started. Therefore, the balloon is not likely to have reached full inflation while in contact with the stricture. Because the balloon leakage created a gentle stream of water, this is not likely to have caused the reported tearing of the esophagus. The balloon hole was not likely to have been in contact with the esophageal wall, however, even if direct contact with the esophagus was made with the area of balloon leakage, this is not likely to have caused the reported tearing of the esophagus. Based on the information provided and reviewed, the clinical assessment indicated passing the endoscope through the esophageal stricture is more likely to have caused tearing of the esophagus than the water exiting the balloon through the small hole. Other comments: a definitive cause for the small hole in the balloon material could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause for the balloon damage observed. The information provided indicated lubrication was applied to the balloon prior to insertion through the endoscope. A possible contributing factor to a small hole in the balloon material is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The initial reporter could not recall if negative pressure was applied to the balloon prior to insertion the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloon dilator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because our eval of the product said to be involved did not reveal a discrepancy or anomaly that could have caused or contributed to the alleged esophageal tearing. Esophageal tearing is an inherent outcome of esophageal dilation and could have been caused by the endoscope before the balloon was inserted. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.